Event description:
It was reported that during a laparoscopic cholecystectomy, the device could not be inserted into the pt. When it was removed from the umbilicus skin incision area, a remnant of the white inner poly/plastic tip had broken off and was on the pt¿s umbilicus incision. The piece was recovered. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the retractable blunt tip of the obturator had broken off. As each device is visually and functionally tested prior to being released, no conclusion could be reached as to what might have caused the reported event. The device history record was reviewed and no anomalies were noted.